Event description:
(B)(4) MDR - it was reported that the device could not be interrogated. The implant date was not transmitted. No adverse patient side effects have been reported. The device was explanted. The provided explant date happened before the reported event date. Therefore, neither will be reported,

Manufacturer narrative:
(B)(4) MDR.